Event description:
Clinic notes dated (B)(4) 2013 indicate that the patient has obstructive sleep apnea. The notes indicate that the patient seems to be doing ok with treatment of the sleep apnea since re-titrated on the CPAP. The optimal pressures remain at 11cm h2o. No other information was provided. It is unknown what the relationship is between the sleep apnea and vns.

Manufacturer narrative:
Brand name, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Manufacture date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data.

Event description:
Product information was obtained.